Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected pump error 68 alarm noted during testing. All the buttons functioned properly and no moisture damage on keypad traces or stuck button error alarm noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button error alarm. Customer¿s blood glucose level was 168 mg/dl. Customer reported that they were unable to clear the alarm and scroll bar was moving with no input. Customer reported that there were no response from any button. Customer reported that they received pointer invalid error and they were unable to clear the alarm. The customer declined to troubleshoot for issue. The insulin pump will be returned for analysis.